Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the implant will randomly turn itself off. Caller commented that they will be at work and they can feel the stimulation turn off, so they will finish doing what they're doing with a patient and then they log into the app and it's off and they have to turn the therapy back on. Agent reviewed reasons that the stimulator would automatically turn off. Agent suggested caller keep a diary of when the stimulation turns off and follow up with their healthcare provider.

Manufacturer narrative:
B3 event date is approximate. The year of the event is confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.